Event description:
The patient was admitted to hospital feeling a hot sensation in the chest. Oversensing leading to inappropriate therapy was observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.